Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Based on the following information, it was likely the high-frequency output of the treatment tool near the forceps raising table made it impossible to move due to a part of the forceps raising table melting and getting caught. It was likely that the event related to the forceps raising platform was raised in this complaint and a similar complaint, and it was caused by the handling of the user. -according to the inspection results of the equipment, the forceps raising table remained raised and did not go down. -according to the inspection result of the equipment, the equipment passed the leak test. Therefore, it was unlikely that the forceps raising table would corrode and malfunction. -according to a similar complaint, it was likely that because the treatment tool was output at high frequency near the forceps raising table, a part of the forceps raising table was melted and caught and could not be moved. -according to IFU, care should be taken to output the treatment tool at high frequencies after moving it away from the tip of the device. The instructions for use (IFU) provides the following guidelines: never emit high frequency current before confirming that the distal end of the high frequency endotherapy accessory is in the endoscopic field of view. Also confirm that the electrode section and the mucous membrane in the vicinity of the target area are at a sufficient distance from the distal end of the endoscope. If the high frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding and / or perforation as well as equipment damage can result.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was no movement on the elevator. Also found, was a long scratch and deep buckle on the insertion tube near the bending section, deep scratches on the cover, a tiny chip on the objective lens, corrosion on the scope connector, surface scratches on the light guide tube, and the control knob movement was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the elevator was broken on the evis exera duodenovideoscope. No patient involvement was reported.